Manufacturer narrative:
Combination product: yes. The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the stent is deformed (i.e. Kinked) in its center. Outside of the deformed zone the crimped diameter of the stent still complies with the specification. The transportation wire was not returned for analysis. A reference transportation wire could be inserted with resistance when passing the kinked area, indicating that the damage was most likely induced after removal of the transportation wire. Review of the production documentation confirmed that the device in question was manufactured according to the specifications and successfully passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. The transportation wire is placed in the guidewire lumen to keep it open and free from kinking until removal prior to use. No issues during removal of the transportation wire were reported. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be identified.

Event description:
The synsiro drug-eluting stent system was selected for the treatment. The physician observed a kink in the stent system outside of the patients body and decided not to use the instrument in the intervention.